Manufacturer narrative:
Concomitant medical products: product ID: 8770-4, lot# 13016472, product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR identified the device used in this event is not considered a similar device to devices marketed and is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported the patient suffered from epilepsy suspected seizures at 10:00 on (B)(6)2015 and was previously not known with this condition. Upon physical examination at the emergency room at 15:30, there were no abnormalities. Laboratory results showed a significant increase of leukocyte count (16.8x10^9/l, mostly neutrophilic granulocytes (14.9x10^9/l) with no further clinically significant abnormalities. A computed tomography (CT) scan of the patient's brain at 16:00 revealed a dislocated intraventricular catheter, now located at the right frontal cortex. The patient was evaluated by a neurosurgeon and there was no need for an immediate neurosurgical intervention. The pump was switched off at 21:00 because they could not "rule out that the seizures were caused by the cortical infusion rather than the tip itself". The patient was treated with 1x 1000 mg levetiracetam intravenously followed by twice daily 500mg oral administration starting the next day. The patient was not admitted to the hospital and there were no further reported seizures. The pump was permanently stopped and the adverse event abated after they study medication was discontinued. The patient outcome was listed as "recovered". The seriousness of the event was listed as "severe". The relationship to the investigational drug was "possible". The drug the pump was delivering was unknown.